Event description:
The pt reportedly experiences ongoing intermittency and loss of lock. External equipment was exchanged; however, this did not resolve the issue. The surgeon will pursue device revision.